Manufacturer narrative:
The user facility biomedical engineer requested steris to evaluate their v-pro max units. User facility personnel reported to the biomed that the units produced a vapor which made the employees cough. The biomed reported to steris that the v-pro units are operating properly and the facility has been using the units without additional reports of a vapor leak, however would like the units to be inspected. The steris service technician arrived on site, inspected all three of the units, and confirmed the units to be operating according to specification. The technician ran the three v-pro max sterilizers with the cover panels off and did not detect any unusual odors or mist. The tech inspected the panels to determine if there was any residue which may have been left by previous oil mist, however no residue was identified. The user facility reported a vapor leak. This event was reviewed by service engineering, it was determined that the technician performed appropriate steps to identify the source of any potential leaks. The v-pro unit may emit an oil mist if the oil filters are not installed correctly or damaged. The technician confirmed proper installation and operation of all v-pro unit oil filters. No other vapor leaks have been reported by the user facility.

Event description:
The user facility reported that their vpro max sterilizers were leaking vapor. No procedure delay or cancellation was reported.